Event description:
User experiencing erratic sodium results. The following examples were provided: (1) initial sodium result 120 mmol/l, same sample repeated on different analyzer 130 mmol/l. (2) initial sodium result 122 mmol/l, same sample repeated on different analyzer 130 mmol/l. (3) initial sodium 129 mmol/l, repeat on different analyzer 123 mmol/l. Initial results were reported, no patients adversely affected. The field service rep determined there was waste buildup at tubing junction between ise module and waste head. The instrument was repaired.